Event description:
It was reported that during a ptca/stent procedure, the device was unable to cross the lesion and upon removal of the device, resistance was felt. An angiographic view was taken which revealed a spiral dissection at the lesion site. Another balloon catheter was advanced and pressurized for two dilatations, totaling seven minutes, to treat the dissection. The pt is reported to be doing well.